Event description:
According to the reporter, during a right robotic laparoscopic colectomy, while unloading/reloading of stapler, the middle piece on the back side of the preloaded cartridge and additional reload kept falling off. The surgeon replaced the stapler to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.